Manufacturer narrative:
Product not available for return. Not cleared for distribution in the us. Without the opportunity to examine the complaint product, root cause cannot be determined. Review of complaint history found no additional related issues for this item. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that a clinical patient had an initial left oxford knee procedure on (B)(6) 2008. Patient reported a diagnosis of progressive supranuclear palsy on an unknown date in (B)(6) of 2010 that is ongoing. Patient reported being unable to kneel, limited mobility, palsy and occasional falls on (B)(6) 2010 with unknown resolution. Patient also reported concomitant disease: parkinson's disease. The patient expired on (B)(6) 2011 due to unknown reasons with the implants believed to still be in situ. No revision has been reported